Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the ablation the patient suffered heart block and then complete heart block requiring a pacemaker. While ablating the av-nodal reentrant tachycardia (avnrt) that the patient went into 1st degree heart block. The procedure was paused, and the 1st degree heart block resolved. Patient then demonstrated an atrial tachycardia and when ablating the patient went into complete heart block. The procedure was aborted, and the procedure was converted to a pacemaker implant. Patient is stable. The physician was ablating at 35 watts when the complete heart block occurred. Additional information was received. The physician¿s opinion on the cause of this adverse was that it was procedure related. The patient outcome was reported as fully recovered. The patient did require extended hospitalization because of the adverse event as the patient stayed in the hospital over the weekend. The patient required a permanent pacemaker (ppm).